Event description:
It was reported that during a laparoscopic appendectomy procedure the hand piece bacame hot and the rubber ring was missing. Case completed with another hand piece. No pt consequence.